Event description:
The customer reported that the system displayed an 'overvoltage fault.' This error is likely to result in an uncommanded system shutdown. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage regulator pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.